Manufacturer narrative:
Investigation findings: there was no patient injury reported. The malfunction occurred during the testing phase before the alarms were used on a patient. Per the instructions for use, this testing is part of the procedure to use the alarm. These devices are purchased from an outside vendor ((B)(4)) and distributed by (B)(4). The vendor of the product in question has previously investigated this malfunction type for this model. Number 5 below contains the information that the supplier provided. Three samples were returned together, in the same box, for three different complaints filed by the same customer at the same time. The individual units were not identified or marked with the corresponding complaint number, therefore this investigation applies to all three units. Reference mdrs are 1060680-2016-00015, and 1060680-2016-00017. One of the units was returned with batteries. After batteries were changes, the unit functioned properly. The volume of the alarm was also found to be turned down. Once the volume was turned up, the unit responded properly. As for the two other units, it was verified that these were not turning on at all. Several different batteries were tried by different individuals, the units did not power up. The manufacture date on the inside of the units was found to be 4/20/2013. The vendor was sent a supplier corrective action request (scar) for a similar product issue (ref. MDR 1060680-2016-00002). The vendor stated the root cause was a bad solder connection. A connection point was broken causing disruption. This issue was found in (B)(6) 2013 and actions were taken to correct the problem. The returned units for this complaint were produced in (B)(6) 2013, and are suspected to have the same issue. The vendor scar is attached. Quality control testing was added by the vendor, due to previous occurrences. The returned product was from an older production lots. The complaint to shipped product ratio is (B)(4). Root cause: there was no issue with the first unit, no root cause can be listed. For the other two units, the vendor has stated that the root cause similar complaints of this nature was a bad solder connection. The connection point was broken causing disruption. This issue affected units manufactured in 4/2013. Corrections: replacement product was requested and sent. Corrective action: there was no action required by the vendor or in house/by deroyal at this time, this is an old vendor issue that has been addressed and corrected. The returned unit is old, produced prior to vendor improvements. Preventive action: there is no preventive action required at this time. No further information is available at this time. We will provide follow up report if additional information becomes available. (B)(4).

Event description:
The quality issue details and the outcome details section copied below are responses given by the initial reporter to the deroyal complaint questionnaire. Quality issue details: (B)(4). Outcome details: (B)(4).